Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, the basket wire of a ncircle tipless stone extractor fractured during a percutaneous renal stone removal and transurethral lithotomy (tul) procedure. The devices was tested prior to use in an uncoiled position and it functioned properly. User was able to remove the stone fragments (size = 2-3mm) in the renal calclus two times successfully. The basket wire fractured on the third attempt to remove the stones; no part of the basket separated. The patients anatomy did not keep the basket from opening or closing. A laser was not used at the same time as the basket. Another same like device (lot unknown) was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection of the device were conducted. The device was returned to cook with original packaging for investigation. One basket wire was pulled out of distal cannula. The basket wires were deformed. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, "do not use excessive force to manipulate this device. Damage to the device may occur." Based on the available information, cook concluded the cause for the issue could not be determined. The provided information stated the device was initially functional, being used to remove two stones. The stones that were removed were small and unlikely to have caused the observed damage. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Phone: (B)(6). Postal code: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket wire of a ncircle tipless stone extractor fractured during a percutaneous renal stone removal and transurethral lithotomy (tul) procedure. The devices was tested prior to use in an uncoiled position and it functioned properly. User was able to remove the stone fragments (size = 2-3mm) in the renal calclus two times successfully. The basket wire fractured on the third attempt to remove the stones; no part of the basket separated. The patients anatomy did not keep the basket from opening or closing. A laser was not used at the same time as the basket. Another same like device (lot unknown) was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.